Event description:
Additional information received identified that surgical intervention was undertaken, wherein the ipg was explanted and replaced on (B)(6) 2019. Therapy was restored post-operatively.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was using tonic stimulation since the burst therapy was not working causing the ipg to become inoperable. Surgical intervention may be pending to address the issue.